Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that this morning we received the report of a defective three-way valve. Currently this concerns 1 report.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 4 photos submitted for evaluation. The reported issue of component damage ¿ no leak was confirmed upon inspection of the samples. Analysis of the sample showed that a white piece can be observed inside the threads of the fitting component. Bd determined that the cause of the failure was an excess of solvent used in the assembly machine. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.